Event description:
During the last part of the surgery, surgeon has to fix the nail with the screws. Both of the screws broke down during their insertion. They broke between head of the screw and shaft of the screw and remain implanted.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.